Event description:
Customer reported experiencing inaccurate erratic results with a lifescan meter. Their blood glucose results were 67 and 99 mg/dl. Tests were done within 5 minutes with a difference of 28 mg/dl. They did not experience any adverse events.